Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. Product ID: 8711, lot#: n101575023, implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 22-feb-2009, UDI#: (B)(4) ; product ID: 8711, serial/lot #: (B)(4), ubd: 01-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and other spasticity. Regarding the concentration / dose rate of baclofen the reporter thought the concentration was 2% and just knew the dose was high. It was reported the patient¿s catheter had broke and was replaced in the past. The date of the event was described as three years ago in 2016. The date (B)(6) 2016 is considered an approximate date of event (year known only). No patient symptoms were reported. No further patient complications have been reported as a result of this event.